Manufacturer narrative:
Submit date; 2/29/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to medtronic on (B)(6) 2016 that a customer had an issue with a feeding set. The customer reports that the dispensing food and the rinsing was reversed. The nurse found the feeding bag full after 6 hours, and the rinsing bag empty (rinsing option set at 10ml/6h). Another device was used to complete the procedure.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for evaluation. A visual inspection was performed and it was confirmed that the bags are in reverse order. The sample was severely contaminated with feed and therefore the sample could not be tested further. The most possible root cause can be due to incorrect assembly. An assembly aid is used in production to ensure that the bags are placed correctly during assembly. A new standard of work instruction is now introduced to include photographs to assist usage of this assembly aid. Further training was conducted for the updated work instruction. This corrective action introduced a solution in the form of a go/ no go gauge at each of the assemble tables to prevent incorrect assemblies. No further action is required at this time. This complaint will be used for tracking and trending purposes.